Event description:
Customer reportedly received the following results on the nano system: within 10 minutes: 500 mg/dl and 167 mg/dl and within 10 minutes: 60 mg/dl and 157 mg/dl no adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.